Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 01-aug-2022, (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 03-aug-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a trial patient with a wireless external neurostimulator (wens) for a trial that began on (B)(6) 2018. Post-operatively, there was temporary leg paralysis. The patient could not feel or move their legs post trial lead placement. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The healthcare professional (hcp) waited 1.5 hours. The feeling in their legs was improving, but only slightly, so the leads were removed. After lead removal, the patient was sent to a nearby hospital for an MRI. The hcp reports possible transient ischemic attack (tia) cord but the patient left against medical advice. The issue was noted to be resolved and the patient was alive with no injury. The leads were discarded by the customer. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) via the healthcare professional (hcp) on 2018-oct-03. The rep indicated that these were the exact responses from the hcp. The temporary leg paralysis was not due to the lead placement. It was unknown if the patient has had a history of tia¿s prior to being trialed. The patient refused getting an MRI so the cause could not be determined. The tia and leg paralysis were not due to their device or therapy. However, the leads were removed to resolve the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.